Event description:
Caller reported malfunction on pump. There was no reported adverse impact to customer's blood glucose level. Caller completed pump reset on their own before contacting customer technical support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.